Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and partial display. Customer's blood glucose at time of incident was 302 mg/dl. The customer was advised to insert a new (B)(6) alkaline battery. Customer stated the display did not return. Customer was advised to remove the battery for 10 minutes and advised to insert a new battery and screen came back on for a moment with tea cup shape the number 8 across the top but then text fade away. The customer was advised to perform a self-test but unable to get into the menu of the insulin pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on the interface board; unable to perform functional tests and verify missing segments due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.